Event description:
Pt reported receiving an e5 (technical inspection due) alarm but alleged that he did not receive an a5 (technical inspection alert) alarm. He did not report any physiological effects associated with this issue, no medical assistance was necessary. Product was requested to be returned for evaluation.